Event description:
The patient had her device system removed due to infection. The patient planned to have the device replaced after the infection resolved. Additional information has been requested from her healthcare professional.

Manufacturer narrative:
(B) (4).